Manufacturer narrative:
(B)(4). After battery installation, the insulin pump displayed a critical pump error (open book image) due to traces of previous moisture presence in, around the battery connectors. Unable to perform the displacement test due to the critical pump error. The insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the insulin pump where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack back of the pump. No harm requiring medical intervention was reported. The device will be returned for analysis.